Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
The pt underwent bilateral thjr on (B)(6) 2009. His recovery was complicated with dvt despite anticoagulation with enoxaparin. By (B)(6) 2009 he was developing aching around his hip and hip mobility began to deteriorate. Investigations in (B)(6) 2010 showed definite loosening of the implant on the left and progressive loosening on the right. Revision surgery was performed on the left side on (B)(6) 2010.